Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced pain at the ipg site radiating across her lower back. The patient was treated with pain medication, botox and steroid injection to no avail. The physician has denied the possibility of infection upon examination. The physician is considering treating patient with nonsurgical treatments at this time.